Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had software error detected alarm. The customer¿s blood glucose level was unknown at time of incident. The customer reported that they had software error detected alarm was cleared and finish complete prime process. It was reported that they performed self-test and was not passed. The customer was asked customer verbally and in written form to return broken pump for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Unable to determine the root cause, problem isolated to the electronic stacks.